Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, following successful implantation of the left ventricular (lv) lead, multiple attempts were conducted before the guidewire could be successfully drawn out from the lv lead. Moreover, when the guidewire was re-introduced to the lv lead, the guidewire would not advance down the lumen of the lv lead. A new lv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of difficulty removing and re inserting the guidewire was confirmed. As received, a complete lead was returned in one piece. The guidewire that was used in the field was not returned with the lead. Visual examination found stripped polytetrafluoroethylene (ptfe) coating from a guidewire inside the connector pin and at the proximal region of the lead. X-ray examination showed the inner coil was also found offset in these regions consistent with damage cause while trying to remove the guidewire from the lead. The cause of the reported event was isolated to the bunching of the stripped ptfe coating from a guidewire inside the inner coil consistent with procedural damage.